Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from the first floor of the hospital for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a whitescreen error. No additional information was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occurred when the user titrates only the rate when the device was delivering in the kvo mode. This device has been identified as part of a product recall. This product represents all the information known by the reporter upon query by hospira personnel.